Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the preparation of an atrial fibrillation procedure a faradrive steerable sheath clear was selected for use. During aspiration, the sheath took air from the hemostatic valve. The dilator had been inside the sheath prior to, and/or at the time, the air was observed. No guidewire was inserted. Bubbles were seen in the sheath shaft and in the flush line. The device was replaced and the procedure was completed successfully. No air entered the patient. No patient complications were reported. The device is expected to return for analysis.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the outer valve. The reported event was confirmed.

Event description:
It was reported that during the preparation of an atrial fibrillation procedure a faradrive steerable sheath clear was selected for use. During aspiration, the sheath took air from the hemostatic valve. The dilator had been inside the sheath prior to, and/or at the time, the air was observed. No guidewire was inserted. Bubbles were seen in the sheath shaft and in the flush line. The device was replaced and the procedure was completed successfully. No air entered the patient. No patient complications were reported. The device was returned for laboratory analysis.